Manufacturer narrative:
Investigation summary: limited information: unfortunately, the lack of specific dates/information regarding the event makes it impossible to establish a connection between the syringe and the reported issue. The alleged death using the syringe for unspecified substances cannot be verified without information obtained from a legal caregiver, relative, or power of attorney. However, appropriate contact information was not provided, and therefore follow-up cannot be completed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Limited information: unfortunately, the lack of specific dates/information regarding the event makes it impossible to establish a connection between the syringe and the reported issue. The alleged death using the syringe for unspecified substances cannot be verified without information obtained from a legal caregiver, relative, or power of attorney. However, appropriate contact information was not provided, and therefore follow-up cannot be completed.

Event description:
Consumer reported that he gave his friend a new syringe from a box that he was using for b-12 injections. The consumer stated that when his friend used the syringe he told him that the injection felt different. Consumer stated that the friend later died and he believes that the relion syringe was the cause of death. Please refer to (B)(4). Consumer did not mention symptoms that may have occurred during or after the use of the syringe. However, he believes that the syringes were contaminated. Consumer also mentioned that his friend was a drug user. Lot #: 8190574 catalog #: 328506 date of event: unknown samples: discarded.